Event description:
It was reported that during exercise, the patient received an inappropriate initial shock due to low wavelet match scores, followed by two inappropriate subsequent shocks due to t-wave oversensing (twos). The right ventricular (rv) lead was reprogrammed and remains in use. No further patient complications have been reported as a result of this event. 2014-05-05 it was further reported that during sexual intercourse, the patient once against received several shocks due to low wavelet match scores. Post shock double counting of a wide qrs occurred. The rv lead was reprogrammed and remains in use. No further patient complications have been reported as a result of this event.

Event description:
It was reported that during exercise, the patient received an inappropriate initial shock due to low wavelet match scores, followed by two inappropriate subsequent shocks due to t-wave oversensing (twos). The right ventricular (rv) lead was reprogrammed and remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product ID: d314vrg implantable cardioverter defibrillator, implanted: (B)(6) 2012. (B)(4).